Event description:
Customer's family member called to report patient and high blood glucose. Customer had the flu. Troubleshooting was performed. The lead screw made a complete rotation and the insulin exited.